Event description:
The lay/user patient contacted lfs alleging that an error 5 message on the one touch ultra link meter. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The technique of applying blood on the test strip was correct. The test strip was in good condition. The meter was replaced. The complaint was reported due to the error 5 message.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.